Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Bring the patient into retest lv threshold and program appropriately was recommended. Currently, this lv remains in service and no adverse patient effects were reported.